Event description:
A consumer reported that their thermometer had allegedly given false negative readings on her 7-year-old son, which delayed them seeking medical attention. The device allegedly gave a readings between 34°c and 35.5°c, and a fever of 40.1°c was later measured at a doctor's office. The child was diagnosed with strep throat. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.